Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) to report that his onetouch verioiq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the subject meter "drains every two days" and that this has occurred "multiple times" over the last month and a half, and is still "ongoing". The patient manages his diabetes with insulin (self-adjuster). He reported that because of the alleged issue, he has consumed "more food/drink". He claimed that because he has been "unable to test," he developed symptoms of "shaking" and "low" multiple times. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The csr established that the meter had been charged until the charge complete message appeared, and based on customer testing frequency, the battery did not need to be recharged. The issue was a recurring one. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion on a number of occasions, after the alleged meter issue began.